Manufacturer narrative:
(B)(4). Pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage found on the motor, vibrator or keypad assembly noted during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery. Troubleshooting was done for low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.